Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. Based on the information received, the cause of the reported stroke could not be conclusively determined.

Event description:
Following a successful atrial fibrillation ablation procedure with no issues noted, the morning after the patient experienced a stroke. After the patient was discharged, the patient started to experience weakness in their left foot and as time went on, the symptoms increased. The patient went to the emergency room and a CT scan revealed a clot in the patient's brain. The patient was taken for intervention and the clot was removed via mechanical thrombectomy. The patient made a full recovery. The physician believed the stroke was caused by the ablation catheter. A transesophageal echocardiogram was conducted prior to the procedure to rule out any thrombosis and the patient's activated clotting time during the procedure was 388. The patient was on uninterrupted anticoagulants. There were no performance issues with the device.